Manufacturer narrative:
A ge service representative performed an onsite investigation. The kilovolt peak accuracy was checked with multiple selections and found to be within specifications. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that their physicist reported the kilovolts peak was higher than it should have been. No patient injury was reported.